Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to fluid loss from a hole in the cuff. A new artificial urinary sphincter cuff was implanted. No patient complications were reported.